Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-may-2024. The device evaluation was completed on 21-jun-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was missing, kink on the middle of the vizigo shaft and dilator was found with several bents. The dilator was tried to insert on the vizigo but a lot of resistance was felt; microscopic examination inside the sheath revealed that the hemostatic valve was stuck inside the sheath causing resistance. No exposed wires were observed on the shaft kink. The damage observed on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment; the physical damage observed on the dilator suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was measured and it was within the specifications; besides the bents, no other physical damage was detected. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer was confirmed since it could be related the separation hemostatic valve observed. The potential cause of the damage on valve and dilator could be related with the incorrect insertion of the dilator, but it cannot be established. The potential cause of the shaft kink cannot be determined, it could be related to the handling of the device, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿dilator was too large " issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿kink on the middle of the vizigo shaft¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the biosense webster inc. Analysis finding of the ¿dilator was found with several bents¿. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance¿. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve missing¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a vizigo catheter for which biosense webster¿s product analysis lab (pal) identified that the hemostatic valve was missing. Initially it was reported that the vizigo sheath dilator was too large and was not able to be introduced into the sheath, there was a lot of resistance. The vizigo sheath was replaced and the issue was resolved. The case continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-jun-2024, the hemostatic valve was missing, kink on the middle of the vizigo catheter shaft, and dilator was found with several bents. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve was missing on 21-jun-2024 and have assessed this returned condition as reportable.